Event description:
A malfunction on a pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so. After resetting, the malfunction code did not recur, and the customer was informed they could continue using the pump, with instructions to call back if the issue occurred again.